Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms, but customer decline system check with tandem system support so root cause could not be determined. Customer's blood glucose reading was high. Customer administered manual insulin injection to address elevated blood glucose level.